Event description:
A 15 mm diameter x 11.5 cm length aneurx iliac stent graft was inserted into a patient for treatment of an abdominal aortic aneurysm. Vessel morphology is unknown. It was reported that the physician had advanced the device to the intended landing zone, however when the physician attempted to deploy the stent graft, the quick release button was disconnected. The physician was able to remove the system with the stent graft still intact without inicident. The physician used another device of the same size without incident. No additional clinical sequalae were reported and the patient is fine.